Manufacturer narrative:
Additional info received on 10/20/2016 (does not impact previous reportability) clinical specialist reported that there was no known damage reported by the patient. The controller in use was the patient's primary controller and the patient reported that he was unable to connect a power source and there was no audible click when attempting to make a connection. Additional info received on 03/22/2016. Log file analysis revealed multiple critical battery alarms and premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. However, the consistency of these switching events at high relative state of charge without a change in power sources, is the pattern in question. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple critical battery alarms and premature switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The vad coordinator reported a bigger than normal gap at the battery connection on port 1 of the controller, but this could not be verified. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. No mechanical issues were noted during testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the vad coordinator mentioned that "there is a bigger gap than normal at the battery connection port 1 on the controller" and that power sources were switching from port 1 to port 2 earlier than expected. The controller was exchanged with no reported patient injury. Investigation is ongoing.